Event description:
Outflow cannula detached from ab5000 ventricle on pt: ab5000 pt had been on the device for close to a month and was sitting in his room when the outflow cannula detached from the ventricle. Pt died.